Event description:
Pt called and stated she was receiving pt line blocked during fill 4 of 6. Pt stated her fill has not started. Checked the lines for clamps, kinks, coils, air bubbles, fibrin, blue pins. Nothing visible was spotted. Pt stated she went to her clinic and they discovered fibrin and prescribed her heparin. Pt stated that after that, the cycler worked fine and she had no product malfunction to report. Clinic manager stated, in follow up, the pt had peritonitis on (B)(6) 2014 when she called fresenius and it contributed to the fibrin. Pt was not hospitalized. Antibiotics were administered.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigation.